Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to the implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: rt a review of the device history record of the product code/lot number combination was conducted with no findings. The sample was not available for evaluation. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that post diagnostic catheterization, a 6 french angio-seal was opened and attempted to close the groin access site. Deployment appeared to be going smooth until time to retract the device for the tamping step of the procedure. When the sheath and tamper tube were retracted back, the entire device slipped out of the patient's groin without any resistance. Manual compression was immediately applied, and hemostasis was achieved after twenty (20) minute hold time, per hospital protocol. There was no patient injury or surgical intervention required. The patient was a diabetic. The blood loss was less than 250cc's. There is not a direct allegation that the reported device caused or contributed to patient injury. Additional information was received on 06 may 2024: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. All criteria were met for an angio-seal candidate. There were no issues with insertion, deployment, or withdrawal of the device. The patient was stable.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: patient sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab lead. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.